Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure the customer's vapr 3 footswitch did not ablate or coagulate. The case was completed with another like-device with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: mode button broke off fairly worn, rusty on the pedal sides but expected condition. Test electrode connected and tested, ablate works as intended but coag function doesnt work. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visually, the device seems worn as expected. The device seems to be rusty, more excessively on the pedals. Visual nicks, and scratches were observed, indicating heavily usage in the field. Via functional testing the complaint device was connected to a test generator. Default settings were present, indicating the device was recognized by the generator. By using a test electrode, the complaint device was activated. The ablate pedal worked as intended, however the coagulation pedal did not function. This complaint for will not coagulate is confirmed. However the complaint for will not ablate is not confirmed. Possible root cause for the none functional ablate pedal could be corroded internal electrical components. The center mode button was broken off, the broken mode button was not returned. Possible cause for the broken mode button could be from aggressive usage or device mishandling. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required, and no further action is warranted. However, (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).